Event description:
It was reported that patient underwent a fracture nailing procedure on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to a periprosthetic fracture that occurred below the nail. The nail, lag screw and cortical screw were removed and replaced. A longer nail was implanted during the revision procedure.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.